Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown biomet 52x38 cup, cat #: unknown / lot #: unknown. Cat # 10031009: / 28mm i.d. 38mm o.d. Size c bearing / lot #: 65931510. Cat #: 650-1055 / cer bioloxd option hd 28mm / lot #: 3114759. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00108. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a revision, one month post implantation, due to unknown reasons. A shell, bearing, head and taper were removed and replaced. It was reported that no further information is available.